Event description:
A report was received that the patient was having difficulty charging his ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having difficulty charging his ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Returned device analysis confirmed the complaint. The ipg passed all visual, electrical, performance, and photographic imaging tests performed. Device sleep current was out of the expected range. Depletion rate with stimulation turned off was higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible.